Manufacturer narrative:
Product evaluation: no injector was returned for evaluation for the report of the lens being scratched during implanting and then had to be removed; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because an injector sample was not returned and no lot information was provided, the root cause for the customer complaint issue cannot be determined. (B)(4).

Event description:
A nurse reported that during the loading process of a cataract extraction with intraocular lens (iol) implant procedure, the iol optic was scratched by the injector. The surgeon saw the scratch under the microscope after iol was implanted. The surgeon removed the iol and implanted another new iol. The surgery was completed smoothly with no harm to patient. The patient is recovering well. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).